Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the clinical file was provided for review. Zoll defibrillators analyze rhythms using a nine-second ECG sample, divided into three-second segments. The algorithm evaluates waveform characteristics in each segment, and at least two of the three segments must indicate a shockable rhythm for the device to advise a shock. Having identified two of three segments as shockable, the overall result was shock advised. Based on clinical file review, the device was determined to be working as intended and within the limitations of its technology. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI: this device was manufactured before the UDI requirements.zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while analyzing the heart rhythm of a 71-year-old female patient, the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.